Manufacturer narrative:
The reported event was confirmed by CAPA association as intermittent silicone lack of lubricity, the root cause of the failure are there was no definitive root cause determined for the increase in lubricity complaints. It was determined however, that there were several confounding causes that could contribute to lubricity complaints. The fishbone diagram attached identifies those contributing factors to lubricity and increased complaints and rules out categories from being a root cause of the failure mode. A DHR review was not required because the investigation was confirmed by the CAPA association. A risk review and labeling review is not required because the investigation was confirmed by the CAPA association. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the magic 3 go hydrophilic male intermittent catheter did not had enough lubrication even when they burst the packet. Patient felt that the catheter was just wet with water and that there was hardly any lubrication.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the magic 3 go hydrophilic male intermittent catheters would not have enough lubrication when they burst the packet. The patient felt the catheter was wet with water, so there was hardly lubrication.